Manufacturer narrative:
Evaluation result: IV pivot weldment.

Event description:
It was reported by service report that the IV pole weldment was broken. No patient involvement or adverse consequences are reported.